Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. The ventilator generated technical error code indicating a power failure. The conclusion was that the monitoring printed circuit board pcb was defective and replaced. The device logs were not received and no parts have been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
It was reported that the ventilator generated a technical error code indicating a power error. The control printed circuit board was replaced. There was no patient involvement. Manufacturer's ref.#: (B)(4).